Event description:
It was reported that the ilet required firm pressure against the charging pad for charging to initiate, and a replacement charging pad was arranged. Symptoms included no change in blood glucose levels. Outcomes included no reported impact on therapy interruption or clinical care. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed a suspected malfunction of the external charger leading to inconsistent power transfer. It was concluded that the issue involved the charger component and that replacement of the charging accessory would resolve the charging difficulty.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.